Event description:
A materials manager reported that during an unknown surgical procedure, the tank was hard to open and the knob twisted off. An alternative gas was used to complete the procedure. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The product was not returned for evaluation. Information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There were no other complaints reported for this lot. Additional information has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).